Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during aspiration an error message occurred and stopped the console. A thrombectomy procedure was being performed in the iliofemoral vein with the use of an angiojet® zelantedvt" catheter and an angiojet® ultra system console. The catheter was primed advanced into the patient and aspiration was started. After a short period of use, an error code occurred and the console stopped working. A fluid leak was noticed from the catheter pump which is located inside the console. The catheter was removed from the patient and exchanged for an angiojet solent catheter to complete the procedure without post procedural patient complications.